Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection, the service technician noted, that they replaced (f1) on the logic board for communication error, front cover bottom front corners cracked, rear case bottom front corners cracked, barrel clamp cracked handle. Calibrated. Based on the findings, service determined, that the probable root cause of the reported issue was, due to wear of the logic board fuse damage. A review of the device history record for sn#: (B)(6) was performed. Which showed, the device had a manufacture date of 09feb2015. And confirmed, that this device was not involved in a production failure. Which correlates to the customer reported issue. The review was performed, from the date of manufacture to the date of product release for distribution. A review of the complaint history record was performed, for the sn#: (B)(6). Which confirmed, similar complaints with the same or related failure mode for this customer.

Event description:
The customer reported, unknown/needs repair. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced (f1) on the logic board for communication error, front cover bottom front corners cracked, rear case bottom front corners cracked, barrel clamp cracked handle. Calibrated. A review of the device history record showed the device had a manufacture date of 09feb2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the probable root cause of the reported issue was due to wear of the logic board fuse damage. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which confirmed similar complaints with the same or related failure mode for this customer.

Event description:
The customer reported unknown/needs repair. There was no patient involvement.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported unknown/needs repair. There was no patient involvement.